Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior the patient was rolled into the or for a smrt procedure on (B)(6) 2025, the device stopped working when the pedal was pressed. They had to postpone the procedure, get a back-up device, and then complete the procedure later the same day. No patient injury was reported.